Event description:
During deployment of essure left fallopian tube coil, placement could not be determined. Xrays did not identify location of coil; could not be located in or around surrounding area. Two weeks later CT of chest revealed col having migrated to lung. No immediate harm or injury. Plan to monitor for further migration.